Manufacturer narrative:
(B)(4) and the relevant information are received from our distributor, (B)(4). And the evaluation of the event has been completed as mentioned in their reports. Finally, this table was returned to the customer after it was repaired and inspected properly. Our conclusion based on their information is that this adverse event had occurred due to importer repair by 3rd party.

Event description:
Description of (B)(4); a patient was placed on the surgical table. The table started moving by itself and there was a burning smell coming from the table. The staff cut the restraint strap off of the patient and the patient fell on a staff member. No injuries have been reported. Hospital personnel removed the battery connections to stop the table movement. The table was removed to the maintenance area. (B)(4).